Event description:
Complex bifurcation lesion at left anterior descending (lad) and diagonal arteries, treated with balloon angioplasty and stent placement in diagonal artery and lad artery. Interventional wire became caught on previously deployed lad stent and it could not be removed. Wire fractured with attempt to remove from the stent.